Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced without complication. Effective therapy was restored following the procedure.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of explant is estimated.

Event description:
It was reported the patient's ipg could not communicate with the charger. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be pending to address this situation.